Event description:
It was reported that the patient self removed a spectra penile prosthesis(spp) device due to the cylinder emerging distally. The patient was told to take measurements at home and called back to report that the other cylinder was also emerging distally approximately 3-4cm outside. The patient self removed the cylinders at home. After overcoming covid-19, the patient came to the office on (B)(6) 2020 and brought the cylinders and slight erosion was identified on the material of the cylinders. The patient had no pain or fever. The patient is requesting a revision of the device.

Manufacturer narrative:
H6 patient code updated.

Event description:
It was reported that the patient self removed a spectra penile prosthesis(spp) device due to the cylinder emerging distally. The patient was told to take measurements at home and called back to report that the other cylinder was also emerging distally approximately 3-4cm outside. The patient self removed the cylinders at home. After overcoming covid-19, the patient came to the office on (B)(6) 2020 and brought the cylinders and slight erosion was identified on the material of the cylinders. The patient had no pain or fever. The patient is requesting a revision of the device.